Manufacturer narrative:
(B)(4). (Cuvette lot# h1pwc049). Method: process eval. Device history record for cuvette lot reviewed and met spec.

Event description:
Healthcare professional reports results lower than reference with protime microcoagulation system. Protime generated inr 1.3. On the same day lab generated inr 2.4. Pt's therapeutic range was not provided. This event occurred outside the us during the course of a (B)(4) clinical study. No adverse event reported.